Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod packing coil (pod pc) pusher assembly. Bends and kinks were present along the length of the pusher assembly. The pull wire was within the pusher assembly distal detachment tip (ddt). The proximal constraint sphere was intact with the embolization coil. Offset coil winds were present throughout the embolization coil. The inner diameter (ID) of the ddt and outer diameter (od) of the pull wire and proximal constraint sphere were within specification. Conclusions: evaluation of the returned pod pc revealed the pet lock was intact, pull wire was within the ddt and offset coil winds on the proximal end of the embolization coil. If the device is forcefully retracted against resistance, damage such as offset coil winds may occur. In addition, the pusher assembly may elongate past the reach of the pull wire and the proximal constrain sphere within the pusher assembly ddt may release and detach the coil from its pusher assembly. Further evaluation revealed additional offset coil winds on the embolization coil and pusher assembly kinks. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Evaluation of the returned lantern revealed an undamaged, functional device. During functional testing, a demonstration coil was advanced through and retracted out of the lantern without an issue. The non-penumbra glide catheter identified in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod packing coils (pod pcs). During the procedure, the physician placed ruby coils and a pod pc in the target vessel using a lantern delivery microcatheter (lantern). While advancing a new pod pc, the lantern kicked back out of the target location and back into the non-penumbra glide catheter with part of the pod pc hanging out of the microcatheter. The physician was unable to visualize the end of the microcatheter and therefore, the pod pc was retracted. While retracting the pod pc, it unintentionally detached inside of the microcatheter and therefore, the glide catheter and microcatheter were removed containing the pod pc. The physician was satisfied with the results and decided to end the procedure. There was no report of an adverse effect to the patient.